Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm calibration error. Customer's blood glucose at time of incident was 250 mg/dl. After the troubleshooting was done, customer was advised may be calibrating too much and also delays entering in blood glucose. The customer was advised tht calibration error was caused by an incorrect or delayed entry.